Event description:
It was reported that after a stapled trans anal rectal resection procedure, after six days from the intervention, the patient experienced a dehiscence in correspondence of the suture line made with the stapler and so it was necessary a re-intervention. The surgeon has verified that the suture applied with the device was collapsed. The surgeon decided to suture manually the tissue and thus it was necessary to take an ileostomy. The patient is still hospitalized. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please try to follow-up if the surgeon can say something about the staples: were they malformed, not formed at all? After the intervention was verified the dehiscence of the suture. Please describe the additional surgical procedure more in detail. 2 interventions were necessary: 1. On date (B)(6). Towelette retro-rectal , hematoma and anastomosis. In the rectal ampoule there was a lot of dark blood (¿old¿) mixed with coagulum . So the surgeon made the cleaning with saline and betadine. It was confirmed the dehiscence of the mechanical suture made with pph01 in the posterior hall of the rectum. The rectal stump was linked with clips of vycril 2.0 to repair the anastomosis and to allow the drainage. Also the anterior hall was repaired with stapler chex (not j&j) and vycril. 2. On date (B)(6). Towelette of the abscess cavity by transanal method. Explorative vlps with temporary ileostomy on wand. In the rectal ampoule and in the rectum sacral area there was purulent material in correspondence of the sutures previously placed. It was made a cleaning with saline and betadine. Following an explorative vlps it was noted blood serum in the pelvic cavity and haemorrhage of the pelvic peritoneum. The surgeon isolated the last ileal loop and subsequently it was externalized: it was made a ileostomy to stop the passage of faeces and to allow healing by second intention. On what tissue type was the device used? What was the quality of the tissue? Prolapse of the rectum, tissue in normal condition when the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Na. Was buttressing material utilized? If so, which product? Vicryl 2/0. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Regular operation. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? No. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Na. Is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No, benign disease. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Na. What is the current status of the patient? Hospitalized yet, under antibiotic therapy. Is there any other additional information you would like to share about this device, procedure, patient or physician? The intervention was made for rectocele of grade 3, internal rectal prolapse, obstructive defecation syndrome, and syndrome of descendant peritoneum. The resection of the anterior rectal hall was made with chex 32mm stapler . The resection of the posterior hall by using pph01.

Manufacturer narrative:
(B)(4). The analysis results found that the pph01 device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.this report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.